Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue.. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
Additional information: medtronic received information that the site performed a tracer registration during the procedure.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred postoperatively and caused no delay to the surgery. It was reported that after the surgery, the surgeon realized that the entire procedure was completed using the incorrect patient scan. Registration passed on the first try and there was no indication to the surgeon that he was navigating on the incorrect scan. There was no known impact on patient outcome.

Manufacturer narrative:
A medtronic representative received exam archive and investigated. Investigation found the two archives received were not from the same patient, visible difference of anatomy between two archives confirmed. No registration information available as it was deleted by site.